Event description:
Additional information: on further follow-up with the ER department, it was noted that the patient was admitted with a lumbar fracture.

Event description:
Additional information from the patient's health care provider showed the pump contained prial at a concentration of 25 mcg/ml being delivered at 8.763 mcg/day. It was stated the cause of the patient's issues was that the medication was too high. The patient was unbalanced and confused. A dose adjustment was made on (B)(6) 2011. The patient outcome was reported as "no injury."

Event description:
It was reported that the pt was in the ER. Per the healthcare professional, the pt "keeps falling a lot"; wanted the pump turned down. No further information was provided. Drug infused via the pump was prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).